Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: (B)(4) refer to the same case. Two trocars used in procedure. First instrument popped. Second did not inflate. No other info at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)